Manufacturer narrative:
Date of event and explant date are estimated. A patient¿s system was explanted for unknown reason was reported to abbott. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined

Event description:
It was reported the patient's system was explanted on an unknown date for an unknown reason. Estimated explant date is (B)(6) 24 per the patient.